Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times. Troubleshooting was done and the alarm might have been caused by a set or site occlusion. Blood glucose value was 120 mg/dl. The reservoir would not be replaced or returned for analysis.